Event description:
According to the reporter, during a ventral hernia repair procedure, the mesh was twisting around the device, therefore the tack was unable to hold the mesh in place. Another product was used in order to complete the case. There was no patient injury involved. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs .the visual inspection of the photographs show mesh tacked into the tissue. The second photograph shows that the mesh was able to be removed as not all the tacks held in the tissue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.